Event description:
It was reported that the patient had been admitted to the hospital for frequent falls. It had started on sunday prior to the date of this report and the patient had fallen three times on that day. The patient¿s behaviors were not like they used to be, the patient was hallucinating, agitated and combative. They wanted a manufacturing representative to come assess the implantable neurostimulator (ins). The patient had parkinson¿s disease. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v091844, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3389s-40, lot# v032588, implanted: (B)(6) 2008, product type: lead product ID: 7438, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).